Event description:
During activation the electrode showed sparking at the tip intra-articularly (in the joint). Electrode was about 10 min. In use and connected to an external suction. Sparking inside of the patient. Electrode has not been buried within tissue. Electrode has not been close to metal. New electrode has been used.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on device surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 4 - 9 o'clock positions of the tip. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above mentioned factors contributed to this failure. Due to an increasing trend in the number of this reported failure, a supplier CAPA has been initiated. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully; this aptitude is not presently ensured by the training program or by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA is currently being monitored for its effectiveness.

Event description:
During activation the electrode showed sparking at the tip intra-articularly (in the joint). Electrode was about 10 min. In use and connected to an external suction. Sparking inside of the patient. Electrode has not been buried within tissue. Electrode has not been close to metal. New electrode has been used.

Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. Awaiting return.